Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy for oversensed lead noise. Externalized conductors were suspected. The lead was subsequently capped. The patient condition was good.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasions were noted at 9.6-12.2cm and 21.2-24.7cm from the distal tip. Internal insulation abrasions were noted at 6.8-7.7cm, 7.0-8.1cm, 10.1-11.1cm, and 25.1-26.6cm from the distal tip. Internal insulation abrasions under the rv shock coil were noted at 2.2-2.5cm, 2.8-3.1cm, 3.2-3.4cm, and 4.9-5.1cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.8-5.5cm from the distal tip. The sensing conductor etfe coating was abraded and the inner coil exposed. This is consistent with the observation from the field of noise and inappropriate shock.